Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported embolism was due to user error.

Event description:
Following a left sided ablation procedure, a cerebral embolism occurred. During the procedure, the IV fluid bag needed to be replaced and the scrub tech had not turned the sideport of the tubing set completely while flushing, which resulted in the tubing set being purged into the patient. No symptoms were observed following the incident and the tubing set was properly flushed to resume the procedure. Following the procedure, the patient experienced confusion. The patient had arrived to the procedure with some confusion so this was thought to be the result of the patient's usual state and the anesthesia. The patient was discharged in stable condition. The following day, the patient returned to the hospital with greater confusion. A scan of the patient's head was conducted and a cerebral embolism was diagnosed. No intervention was required but the patient's medication was changed to adjust for the confusion. The current patient status is unavailable. There were no performance issues with any abbott device.